Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported tissue injury cannot be determined. The reported mitral regurgitation (mr) is a cascading effect of tissue injury. The reported mr and tissue injury as listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed for tissue injury. It was reported that the mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4. The clip was implanted on the medial portion of a2-p2 scallops. A second clip was implanted to further reduce the lateral residual mr. After the clip was implanted tissue damage was found on the anterior leaflet between the two implanted clips and the residual mr increased. The damage was caused by the second clip. Another clip was unable to be implanted due to the presence of a cleft between p3 and p2. Two clips total were implanted and the mr was a grade 4. There was no clinically significant delay in the procedure. No additional information was provided.